Event description:
The customer reported that the system displayed a communication error on the workstation. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep reseated the interconnect cable. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back in service.